Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error alarm, during a fill tubing attempt. The customer's mother stated that she was trying to change out the customer's infusion set, and the insulin pump alarmed no delivery. The blood glucose reading was 201 mg/dl. The customer stated that he was eating at a table leading up to the event. No significant events leading to the alarm were observed. The caller reported that the insulin pump had alarmed 4 no delivery alarms prior to the call. Advised replacement of the insulin pump. Troubleshooting for the no delivery alarm was not performed, since the device would be replaced. Nothing further reported.